Event description:
A customer contacted haemonetics on (B)(6) 2009 to report a disk spill at the rotary seal in an orthopat machine. No donor or operator injury or reaction noted.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2009 to report a disk spill at the rotary seal in an orthopat machine. No donor or operator injury or reaction noted. Upon evaluation the reported problem was verified. A blood spill was found inside of the device. All damaged and contaminated components were replaced. The machine is now ready for use. (B)(4).